Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's left ventricular lead (lv) was found to have high pacing impedance, high capture thresholds, and loss of capture. The physician suspected the lv lead was fractured. Corrective programming changes were made and the lead will continue to be monitored. The patient was stable throughout.